Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that she experienced high blood glucose levels of 22 mmol/l. The customer stated that she believes that the insulin pump is not delivering insulin properly. The customer stated that she had been treated high blood glucose levels with manual injections. The customer stated that test plug test did not pass. Troubleshooting was not performed. The customer was advised to replace out the insulin pump. Product is expected to return for analysis.